Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured glenoid after two months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 28th complaint for this part number: 11 due to dislocation, six due to infection, three for stability/poor joint, four traumas, one malpositioned, one due to wear, and one revision. This is the first complaint for this lot number. The root cause for the fractured glenoid was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt fell and fractured glenoid.